Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements during a routine device replacement procedure. Noise and oversensing were noted on the pace/sense channel. However, no asystole greater than two seconds was noted. As the shock channel measurements were appropriate, the pace/sense portion of the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.